Manufacturer narrative:
Additional information received: the explant procedure occurred without incident. It was reported that patient presented with plural effusion approximately 4 weeks later and the patient expired approximately 2 weeks later on the (B)(6) 2020. According to the physician the cause of death was due to the patient¿s frail health and failure to thrive. Evaluation summary: the reported endoleaks were confirmed on images provided. Pre-implant CT¿s were not provided, and a comprehensive assessment of the patient¿s anatomy at implant could not be performed. From the films provided, it is likely that implantation within an angulated and short aortic neck during the index procedure did not allow for adequate proximal seal zone despite the use of heli-fx endoanchors. It appears that disease progression (e.g. Neck angulation) may have been a primary contributor to the proximal type ia endoleak occurring. It is also likely that the presence of the reported type ii endoleak may have led to increased pressurization and expansion of the aaa sac. Analysis of the returned images did not reveal any out of specification stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis along with heli-fx endoanchors were implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm on the (B)(6) 2017. It was reported that approximately 2 years and 8 months post index procedure that a possible type ia endoleak was identified along with a persistent type ii on ultrasound and confirmed 5 days later. On an unknown date this device was explanted due to the presence of a persistent endoleak and the further progression of the patient's pararenal disease. As per the physician the cause of the event is due to the persistent endoleak and pararenal disease progression. No additional clinical sequalae were provided and patient is fine.